Event description:
The customer reported that the left monitor was intermittently blacking out. This resulted in the loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended.